Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown, no information provided to date.

Event description:
It was reported that the device failed pressure test. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a cracked battery cover. The input manifold was loose on the bottom chassis. The gas eyeball was stuck and did not turn from red to white. There were also white residues all around the function switch and other control knobs; the front panel is mis-shaped. The relief pressure knob is cracked. The customer stated problem was duplicated. Replaced the gas supply indicator set, small knobs, battery cover, and tightened retaining screws on the bottom chassis. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review was needed.

Manufacturer narrative:
Other, other text: the event occurred during preventive maintenance testing. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6c, h6d, h6e

Event description:
Additional info received via email (B)(6)-2022. The event occurred during preventive maintenance testing, and there was no patient involvement.